Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported issues with concurrent flow when secondary bags are "like 500ml." This issue was reported to bd associate during their site visit. Bd associate discussed considerations with larger secondary volumes/faster rates, and using two hangers (to lower the primary bag). There was patient involvement but no harm.